Event description:
Lead capped due to an inability to pace from the rv. A portion of the lead was returned for analysis. No adverse patient event reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 30 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the lead tip was not returned for analysis. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.